Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed due to stiffness and the railing fell apart. A field service engineer (fse) removed the cubies, replaced the drawer 2.1, tested the drawer functionality in hardware test application, found that the divider between drawers was not seated properly, adjusted the divider, replaced the drawer 2.2 to resolve the issue. A field service engineer reinserted the cubies, tested the drawer's functionality in the hardware test application, restarted the device, configured the drawers to the station. The customer performed inventory count successfully. The system functioned as intended after the field service engineer repaired the device.